Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped for a few seconds. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Please disregard the previous submission as this complaint has been identified as a duplicate of (B)(4) / medwatch #1828100-2017-00576.